Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an alert/notification settings issue occurred. The patient experienced an issue with the alert and notification settings. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. On (B)(6)2024, the patient did not receive an alert from her cgm (continuous glucose monitor) that she was experiencing hyperglycemia. She was going to the mall but before driving she was already not feeling good. She did not check her cgm reading at the time. The patient experienced loss of consciousness while driving and experienced a car accident. From the police report: the vehicle was overturned into the wood line and was beginning to catch fire at the wheel, and officers ultimately put out the fire utilizing their respective fire extinguishers. The patient was entrapped inside of the vehicle. She was removed from the vehicle and appeared to have a compound fracture on her right ankle. The patient was observed to have a chest blood sugar device, and when her blood sugar was checked by ems (emergency medical services), it appeared to have been close to 500 mg/dl at the time of the incident. The patient explained that she did not remember what happened and could only recall the events before the crash. She explained that she was attempting to park and suddenly blacked out. The patient was taken to the hospital. The patient declined to provide further information about the event. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. The patient experienced an issue with the alert and notification settings. On (B)(6) 2024, the patient did not receive an alert from her cgm (continuous glucose monitor) that she was experiencing hyperglycemia. She was going to the mall but before driving she was already not feeling good. She did not check her cgm reading at the time. The patient experienced loss of consciousness while driving and experienced a car accident. From the police report: the vehicle was overturned into the wood line and was beginning to catch fire at the wheel, and officers ultimately put out the fire utilizing their respective fire extinguishers. The patient was entrapped inside of the vehicle. She was removed from the vehicle and appeared to have a compound fracture on her right ankle. The patient was observed to have a chest blood sugar device, and when her blood sugar was checked by ems (emergency medical services), it appeared to have been close to 500 mg/dl at the time of the incident. The patient explained that she did not remember what happened and could only recall the events before the crash. She explained that she was attempting to park and suddenly blacked out. The patient was taken to the hospital. The patient declined to provide further information about the event. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information available.